Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during the index procedure the physician elected to implant the device (main body) into the lesion by right side access. It was noted that after the main body was deployed the short leg of the stent could not be deployed and blocked the short part of the stent. The physician tried to use a 0.035 guide wire from the left side to reach the un-deployed stent but failed. Radiography showed that only little contrast could pass through. The physician tried to use a 0.018 guide wire but failed. Another manufacturer¿s balloon was used to re-dilate and the kissing technique was used to deploy the stent. The gate was cannulated and there were no reported issues when the contra limb was implanted. The patient is fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (difficult to cannulate); (cause is unknown). Conclusions: (cause is unknown).